Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, opening and yellow particles. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified more than three openings on the posterior side, consist in the use of some surgical tool and have non penetrating nicks around openings. Based on the device analysis the final assessment is: more than three puncture openings on the posterior due to surgical damage like. Non-penetrating nicks due to scratch tool.

Event description:
Healthcare professional also reported, ¿[patient's] previous surgeon had misplaced the implants when [patient] and [their] friend went in, and then, [patient] actually got the bigger implants that [patient's friend] was supposed to get, and thus, for the entire time, [patient] has been larger than [they] wanted to be¿.